Event description:
According to the event description: "incorrect delivery of the drug."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the available information in the created cc-notification (history log files), caused the pump which was involved in the incident, wasn't sent back for an investigation. The available history log files were investigated. On the date of occurrence ((B)(6) 2025), the pump was not turned on. According to the cc notification, the case is closed with the available information's. A malfunction could not be identified. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.